Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. The was blood/body fluid observed on the helix mechanism.

Event description:
It was reported that the patient was experiencing diaphragm stimulation. The right ventricular lead was dislodged. The lead was turned off. After three days, it was explanted and replaced. No further patient complications have been reported as a result of this event.